Event description:
The following information was provided: during cuts the collar of the mics came apart from the mics and dropped on the floor. All pieces were accounted for and nothing went inside the patient. Case type / application: tka 2.0.